Manufacturer narrative:
Citation: danley et al. Transcatheter aortic valve replacement in patients with left ventricular assist devices and aortic regurgitation: single institution retrospective analysis. J cardiothorac vasc anesth. 2022 aug;36(8 pt a):2839-2840. Doi: 10.1053/j.jvca.2022.03.020. Epub 2022 mar 24. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) in patients with a left ventricular assist device (lvad). All data were collected from a single center between (B)(6) 2016 through (B)(6) 2019. The study population included eight patients with even gender counts (4 male, 4 female), a mean age of 59.8 years, and a mean weight of 74.4 kg. All patients were implanted with a medtronic corevalve bioprosthetic valve. No unique device identifier numbers were provided. Six of the eight patient died occurring from 0 and 927 days post-tavr procedure. The most immediate death occurred during an emergency surgery to treat valve dehiscence. Other deaths occurred due to non-procedure related events. No further details were provided regarding the deaths. Among all patients, adverse events included: moderate aortic regurgitation (ar), severe paravalvular leak, valve dehiscence requiring intervention, and valve migration. Based on the available information medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Correction to b5 event description to include valve migration in the statement "the most immediate death occurred during an emergency surgery to treat valve dehiscence and/or migration". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) in patients with a left ventricular assist device (lvad). All data were collected from a single center between march 2016 through october 2019. The study population included eight patients with even gender counts (4 male, 4 female), a mean age of 59.8 years, and a mean weight of 74.4 kg. All patients were implanted with a medtronic corevalve bioprosthetic valve. No unique device identifier numbers were provided. Six of the eight patient died occurring from 0 and 927 days post-tavr procedure. The most immediate death occurred during an emergency surgery to treat valve dehiscence and/or migration. Other deaths occurred due to non-procedure related events. No further details were provided regarding the deaths. Among all patients, adverse events included: moderate aortic regurgitation (ar), severe paravalvular leak, valve dehiscence requiring intervention, and valve migration. Based on the available information medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.